Event description:
Boston scientific received information that this pacemaker dependent patient implanted with this cardiac resynchronization therapy pacemaker (crt-p), experienced a syncopal episode resulting in a fall. Interrogation of the device revealed intracardiac noise on the right atrial (ra) and right ventricular (rv) leads. The noise was correlated with the patient's breathing patterns and was reproduceable with patient isometrics and pocket manipulation. Subsequently, the patient was seen for a routine follow up approximately one week later. The device was interrogated and additional troubleshooting did not reveal further observations of electrogram noise. Subsequently, the patient was presented to the electrophysiology lab, the pocket was opened and the terminal pins of the leads were found to be secured in the device. The terminal ends of the leads were removed from the device and tested through a pacing system analyzer (psa). All values were normal and no electrogram noise was observed. The physician elected to explant and replace the device. The chronic leads were attached to the replacement device and remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.